Event description:
A 58 yr old male underwent an appendectomy and sigmoid resection utilizing valtrac for colorectal anastomosis. Following valtrac closure, sutures were used to reinforce a bruised area at the distal part of the anastomosis. Five days postoperatively, the pt developed abdominal pain and shortness of breath. Gastrografin enema confirmed leakage of the anastomosis. This necessitated reoperation to remove the valtrac, and the performance of colostomy for the pt. The pt was put on antibiotics and discharged eight days later. The pt is doing well, and will return in january, 1997 for reverse for the colostomy.